Manufacturer narrative:
The ventilator was investigated on site and the expiratory pc (printed circuit) was replaced in the servo-s. The replaced part was returned for investigation. The investigation of the returned expiratory pc (printed circuit) board did not reveal any deviations. The returned pc board is in visually mint condition, when mounted into a test device, the pc board passes several system pre-use check and one simulated test ventilation session during five days without generating any alarms or errors. The evaluation of the returned device logs indicates an issue with device pressure sensor/s and the expiratory cassette, the cause regarding the findings in the logs could not be established by the investigation of the device expiratory pc board. The device detected a deviation during test and worked as intended by displaying the failed test. The returned expiratory pc board works according to the specifications.

Event description:
Manufacturer's ref. #: 316031.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).